Event description:
The customer reported via phone call that the insulin pump had scrolling numbers and an unresponsive keypad. The customer stated that she had suspended the insulin pump while getting ready to take a shower, leading up to the keypad issues. She also reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No display anomaly was noted. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.